Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician unspecified if trained in the use of the starclose se device, attempted arteriotomy closure of mildly calcified femoral artery after an unspecified procedure. Reportedly, after clip deployment, it was not possible to remove the starclose se device out of the patient's body. The device was surgically removed. Hemostasis was achieved with surgical closure. The patient was reported to be in good condition. The operator inadvertently forgot how to use the access ports to retract the thumb advancer and clip delivery tubeset to aide in removal of the device. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.